Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The bipap a30 was returned to the third party service center for evaluation, and the customer¿s complaint (was/was not) confirmed. During the evaluation it was noted that (list reportable findings of evaluation). In conclusion, the device's foam filter needs replaced to address the issue. The device was scrapped per the customers request.